Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous mr 2.5 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified the first proximal and distal struts were lifted. It is likely the crimped stent may have encountered resistance and subsequent damage during advancement and withdrawal attempts. The undamaged mid crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-feb-2018. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 20mm in length, eccentric, de novo target lesion was located in the moderately tortuous, mildly calcified and 2.5mm in diameter right coronary artery. A 24 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, upon analysis, stent damage was observed.